Manufacturer narrative:
Upon receipt the lead was found cut 49 cm proximal to the lead tip. The distal fragment was received for analysis. The proximal fragment including the df4 connector pin was not returned. An extraction aid was found on the lead body, it is reasonable to assume that the lead was cut during the surgery. The analysis showed multiple abrasion marks along the returned lead fragment. In particular the insulation in the distal end region was found rubbed through, which is assumed to be the root cause of the reported oversensing. Based on the characteristics of this damage, it is reasonable to assume that the lead had been subject to severe mechanical stress in the implanted state. Significant lead motion in the area of the tricuspid valve and interaction with atypical tissues should be taken into consideration. Further damages such as a fractured conductor cable leading to the ring electrode 13 cm proximal to the lead tip, stretched shock coils, a deformed fixation helix and a damaged steroid collar most likely resulted from the extraction procedure. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process. In conclusion, the analysis did not reveal any sign of a material or manufacturing problem.

Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. No additional information is available at the moment. The file is closed. The investigation will be re-opened should additional data become available.

Event description:
It was reported that noise was observed on this lead. Settings were changed, and it was decided to monitor the lead.